Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. The reason for explant is unknown. Additional information received indicated that there was no problem with the device. The physician thought there was a device problem during follow-up and explanted the device in error. After the device was removed, the physician took the opportunity to also replace the electrode, though there was no issue with it. No patient complications were reported, and the physician decided to retain the device.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted. The reason for explant is unknown. Additional information received indicated that there was no problem with the device. The physician thought there was a device problem during follow-up and explanted the device in error. After the device was removed, the physician took the opportunity to also replace the electrode, though there was no issue with it. No patient complications were reported, and the physician decided to retain the device.